Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet device¿s screen was cracked, rendering the touchscreen inoperable and preventing unlocking or operation; the user described a small crack in a corner and a replacement was processed, with the device to be returned for evaluation. Symptoms included no injury and no alerts or alarms. Outcomes included the user reverting to a backup as needed and successful data sync prior to shutdown. Investigation included requesting the return of the damaged device and arranging shipment of a replacement. Investigation of this case revealed a hardware screen failure affecting usability. It was concluded that the device experienced a screen damage event requiring replacement, with no user harm reported.